Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device did not clip properly, clip not closing completely. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: did the clip form as intended? No. Was the clip scissored? No. Clip gap? Yes. Tear drop? Yes. Other? Did the clip fall into the patient? Yes. If yes, how was it retrieved? With a grasper. Did the clip hold on to the structure once fired? No. Was it formed correctly? No. Which firing of the device did this event occur on? The scrub fired it once to load it, then the surgeon tried to fire it and it would not fire. Then he tried again and it was tear drop shaped. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Yes. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? Cholelithiasis. What was found? Cholelithiasis. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? Yes, the scrub fired it to load the staple. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. It could not be determined what may have caused the found the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.